Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported three yrs post op, a swedish adjustable band implant, the tubing disconnected from the port. The pt had successfully lost weight for 2 and half yrs. Three months ago, the pt reported weight gain. New port had to be attached. There was no pt consequence.